Event description:
The following information was reported: post procedure, the device was inserted and the balloon was inflated. The device was pulled back without complication to the first stop. The physician continued to pull back and the balloon met the arteriotomy. The stopcock was opened. At this point it was noted that the balloon had ruptured as evidence by not only the device pulling through but blood through the side port of the procedural sheath. Physician held manual pressure for 15 minutes. The groin was stable without patient issue post hold. The patient was discharged home 4 hours post procedure. The patient was not hospitalized. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention peripheral sheath size: 6f, vessel size: 6 mm, stick location: low, vessel type: arterial.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The most likely cause of the pull through was the balloon lost of pressure. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.